Event description:
During surgery, when the perclose device was removed from the vessel, it was noted one of the two footplates was missing. Dates of use: (B)(6) 2018. Diagnosis or reason for use: transcatheter aortic valve replacement.